Event description:
It was reported that, "when a 7617405 is placed in the tube, the inner package is unpacked, and there is a long hair inside the package." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is inconclusive due to the state of the returned sample. One photograph of a groshong nxt catheter kit was returned for evaluation. An initial visual observation of the photograph showed an open groshong nxt catheter kit with what appears to be a hair in the kit tray. The complaint of a foreign material could not be independently confirmed, nor could the potential root cause be determined without evaluation of a sealed kit. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "when a 7617405 is placed in the tube, the inner package is unpacked, and there is a long hair inside the package". No other information was provided.